Manufacturer narrative:
The issue occured on 8 july and the physician induced a vf on (B)(6) that was well detected (as on 8 july) and this time the shoxk was efficient. The hypothesis from the physician os that the defibrillation threshold is unstable and variable because of the patient heart physiology. The technical analysis of the provided data is ongoing.

Event description:
Reportedly, during vf, patient received 6 shocks at max energy, the shocks were inefficient; moreover not felt by the patient, and nothing was physically visible from outside. Patient has been saved by an external shock. Recorded egms don't show any depolarisation at the time of the max energy shocks although all electrical parameters are in normal range. Has the ICD delivered the proper energy? Additional information: abandonned former ICD lead in the ventricle. Could it be responsible for a short circuit leading to no proper energy delivery? Front x-ray is attached with the files, a scanner should be performed to verify the position of the leads, and will be purchased asap.

Manufacturer narrative:
The review of provided data confirmed the reported issue: on (B)(6) 2024, six (6) shocks were delivered and were inefficient. The subject device was implanted on (B)(6) 2019, it was a box change and is connected to a boston scientific atrial lead (implanted on (B)(6) 2006) and to an abbott 7122q ICD lead implanted on (B)(6) 2019. The previous ICD lead has been abandoned. The manufacturing process as well as device history reports show that the device has been manufactured and delivered to the field following all applicable procedures. Data from on (B)(6) 2024 were provided. On (B)(6) 2024, shock induction was performed and data were provided. On (B)(6) 2024, all shock impedances are normal (60 to 64 ohms). The charged energy is 42j for the 6 shocks. The delivered energy is 37,5j for the 6 shocks. All electrical parameters are normal. The battery curve is normal. A ventricular fibrillation (vf) was recorded on (B)(6) 2024. The vf episode lasted for 5 minutes 45 seconds. As per programming and specifications, no additional shocks are available. The vf episode ended with an external shock, as reported in the complaint description, 4 minutes and 18 seconds after the last available shock was delivered. No overload was detected, no anomaly on power-supplies was observed during the shocks. The device consumption and battery curve are normal. The most probable explanation is a high and unstable defibrillation threshold on (B)(6) 2024. The device functioned as per specification. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during vf, patient received 6 shocks at max energy, the shocks were inefficient; moreover, not felt by the patient, and nothing was physically visible from outside. Patient has been saved by an external shock. Recorded egms don't show any depolarisation at the time of the max energy shocks although all electrical parameters are in normal range. Has the ICD delivered the proper energy? Additional information: abandoned former ICD lead in the ventricle. Could it be responsible for a short circuit leading to no proper energy delivery? Front x-ray is attached with the files, a scanner should be performed to verify the position of the leads and will be purchased asap.

Manufacturer narrative:
The issue occured on 8 july and the physician induced a vf on 9 july that was well detected (as on 8 july) and this time the shoxk was efficient. The hypothesis from the physician os that the defibrillation threshold is unstable and variable because of the patient heart physiology. The technical analysis of the data of the shocks show normal device behavior, as per specifications. The device delivered the programmed energy for each shock. The final report will be ready soon. The most probable reason of the inefficient shocks are the unstable defibrillation threshold of the patient.

Event description:
Reportedly, during vf, patient received 6 shocks at max energy, the shocks were inefficient; moreover not felt by the patient, and nothing was physically visible from outside. Patient has been saved by an external shock. Recorded egms don't show any depolarisation at the time of the max energy shocks although all electrical parameters are in normal range. Has the ICD delivered the proper energy? Additional information: abandonned former ICD lead in the ventricle. Could it be responsible for a short circuit leading to no proper energy delivery? Front x-ray is attached with the files, a scanner should be performed to verify the position of the leads, and will be purchased asap.